Event description:
It was reported that the user attempted to pair a new freestyle libre 3 plus sensor with the mobile app for use with the ilet system and received an incompatible sensor alert; it was confirmed the sensor box was libre 3 rather than 3 plus, and the user was advised on next steps and on using bg run mode, including manual blood glucose entry of 308 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the intended sensor type and the system, categorized as a use-of-device issue, with no specific device component applicable. It was concluded, based on previously established findings for similar reports, that the cause was use of an incompatible sensor with the ilet system.